Manufacturer narrative:
Exact date unknown, event occurred in 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19947781/20088702.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.